Event description:
It was reported that this device exhibited out of range shock impedance measurements. The patient also received a shock after an external current shock due to the patient doing electrical work. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited out of range shock impedance measurements. The patient also received a shock after an external current shock due to the patient doing electrical work. Engineering reviewed the data and noted further troubleshooting was needed of the system placement using a good resolution x-ray. Ts also noted that during the shock any value over 200 ohms will give an out-of-range value. It was also discussed that the high voltage impedance was around 130 ohms at the time of implant and increasing over the time to the values seen currently. An inquiry regarding the patients high body max index or if the patient had gained weight overtime was requested as additional information to investigation this case. Additional information noted that an x-ray took place and the system appeared normal. The patient was going to partake in a diet. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device exhibited out of range shock impedance measurements. The patient also received a shock after an external current shock due to the patient doing electrical work. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device exhibited out of range shock impedance measurements. The patient also received a shock after an external current shock due to the patient doing electrical work. Engineering reviewed the data and noted further troubleshooting was needed of the system placement using a good resolution x-ray. Ts also noted that during the shock any value over 200 ohms will give an out-of-range value. It was also discussed that the high voltage impedance was around 130 ohms at the time of implant and increasing over the time to the values seen currently. An inquiry regarding the patients high body max index or if the patient had gained weight overtime was requested as additional information to investigation this case. No adverse patient effects were reported. The device remains implanted.